Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "burning smell" (device emits odor); "no air could be infused" (failure to infuse). The surgeon reported a burning smell was noted while using the laser. The smell disappeared when the laser was turned off. The light bulb inside the auxiliary lamp module was broken. The surgeon also reported that in at least 2 cases, no air could be infused when fluid/air exchange was initiated. The system was switched out to complete the cases. No patient injury was reported.